Event description:
It was reported that no readings/brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a severe hypoglycemic event three days after sensor insertion into the abdomen. At the time of the incident, the patient was not receiving any readings on his continuous glucose monitoring system (cgm) mobile device, which was displaying a ¿brief sensor issue¿ message. The patient¿s spouse found him unconscious with seizure-like activity and immediately called 911. Upon arrival, emergency medical technicians (emts) noted the same sensor issue on the mobile device and performed a fingerstick blood glucose (bg) test, which showed a critically low reading of approximately 16-20 mg/dl. The patient was treated with IV fluids and transported to the hospital. At the hospital, the sensor remained in place. Once the patient regained consciousness, cgm readings resumed. Nurses monitored the cgm alongside fingerstick comparisons, which showed a cgm reading of 281 mg/dl and a fingerstick reading of 229 mg/dl. The patient was closely monitored for two days with IV treatment until stabilized. At the time of the report, the patient was described as ¿fine.¿ data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.